Manufacturer narrative:
The customer reported complaint of "the ivtm thermogard tgxp system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message" was confirmed per event logs review and during functional testing. The root cause for the reported complaint was due to defective cooling engine (ce) heater as a result of wear and tear of the system. The thermogard console is a reusable device and was manufactured in march 2011, well beyond its expected service life of 5 years. During visual inspection, there was no physical damage observed on the ivtm thermogard console. Review of the event logs showed tcmid:06 error messages; thus, confirming the reported complaint. Also, unrelated to the reported complaint, the event logs showed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) error messages. The root cause for tcmid:05 and tcmid:07 was due to defective lm 34 temperature sensor and damaged wire harness between cooling engine and pic 16 cable. The defective/ damaged parts will be replaced to remedy the issue. The system failed initial functional testing due to tcmid:06 error messages, and therefore, the reported complaint was confirmed. Upon customer's approval, the defective parts will be replaced, and the thermogard xp ivtm system will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has received the thermogard xp ivtm system on 10/31/2019 for investigation; however, device investigation is still pending. A supplemental report will be filed when the investigation has been completed.

Event description:
The thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message. No further information was provided. No known impact or consequences to patient was reported.